Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) was explanted after 2 months of being implanted due to unknown reasons. No additional adverse patient effects were reported.

Manufacturer narrative:
This complaint is no longer reportable.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) was explanted after 2 months of being implanted due to unknown reasons. No additional adverse patient effects were reported. Additional information was received indicating this crt-d device was not explanted and remains in service.